Manufacturer narrative:
Qn# (B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The bottom component and the rail of the complaint sample was observed to be positioned incorrectly, allowing the staples to become misaligned. The stapler was returned with 1 staple loaded backwards at the front of the device. The pusher was observed to be tilted downwards into the staples. Proper functional inspection could not be completed due to the misalignment of the staples. The device was disassembled and die casting anomalies on the forming tool were also discovered. Per DHR the product visistat 35r 6/box lot # 73c2401001 was manufactured on 03/27/2024 a total of (B)(4) pieces. Lot was released on 04/04/2024. DHR investigation did not show issues related to complaint. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "the staple misaligned". As a result a new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".